Event description:
It was reported that a 151f7 swan-ganz catheter from lot 64830010 had a balloon failure. The patient came to ccu from the cath lab, where the catheter was inserted. Upon arrival to ccu, the rn attempted to wedge the balloon with 1.5cc of air to record a wedge pressure. According to the rn, the device would not wedge as indicated by no change in waveform while attempting the wedge. The catheter balloon would also not passively deflate when the syringe plunger was released. There was no resistance on the syringe plunger when the plunger was released. There was no patient injury. The device is not available for return.

Manufacturer narrative:
The device is not available for return. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.